Event description:
It was reported that the right ventricular (rv) lead had no capture at 6.0 volts, high pace/sense impedance and delivered an inappropriate shock for noise oversensing. It was noted that noise was reproducible with manipulation and a lead integrity alert (lia) triggered. A lead fracture was suspected. The lead was inactivated. Several days later the patient was taken in for a lead evaluation. The pace/sense impedance was still high and thresholds were high as well. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.